Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative said that on tuesday night the patient got a massive amount of pain, and when they tried to connect to the implanted neurostimulators they couldn't. They said they tried 4 times at home and then went to the ER and it wouldn't connect there. During the call, the pt rep did a long press on communicator and then was able to connect. The troubleshooting steps that were taken on the call resolved the issue. The patient said that the doctor is going to change the battery and put the device deeper because it kind of sticks out and gets caught on chairs. They said they already know the ins is "at end of life but we know that and are waiting on insurance to get it replaced". They will follow up with hcp.